Event description:
Loop shocked patient. Loops burned inside.

Manufacturer narrative:
The used electrodes returned are bent. If these are being bent inward before use, this has a highly probability of compromising the electrical isolation of the loops causing the burns and electrical shock. Per procedure, acmi 100% electrically tests all electrodes prior to shipment.